Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the needle hub of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. This occurred on 2 separate occasions, but the other date is unknown. The following information was provided by the initial reporter: customer reported insulin leaking from syringe where needle attaches to the syringe that prevented properly filling cartridge on two occasions about a week ago. At time of call customer was successfully receiving insulin therapy from the pump. Customer did not attempt to load cartridges with new syringe/needle. Customer stated that some insulin may have entered the cartridges. Customer was successfully receiving insulin therapy at time of call with successfully loaded cartridge.

Event description:
It was reported that insulin leaked from the needle hub of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip during use. This occurred on 2 separate occasions, but the other date is unknown. The following information was provided by the initial reporter: customer reported insulin leaking from syringe where needle attaches to the syringe that prevented properly filling cartridge on two occasions about a week ago. At time of call customer was successfully receiving insulin therapy from the pump. Customer did not attempt to load cartridges with new syringe/needle. Customer stated that some insulin may have entered the cartridges. Customer was successfully receiving insulin therapy at time of call with successfully loaded cartridge.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.